Manufacturer narrative:
This patient had constant intermittent swelling, which resolved with medication. Blood work was done and showed positive for eosinophilia. The surgeon elected to remove the left tmj devices and place a costochondral rib graft. Multiple MDR's were submitted for this event (reference MDR#2031049-2020-00075).

Event description:
The left tmj devices were removed due to material sensitivity.